Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the relion insulin syringe experienced device damage while still considered operable. The following information was provided by the initial reporter: consumer reported that the syringe appears to be slanted.

Event description:
It was reported that the relion insulin syringe experienced device damage while still considered operable. The following information was provided by the initial reporter: consumer reported that the syringe appears to be slanted.

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 1172696. All inspections and challenges were performed per the applicable operations qc specification. There were zero (0) notifications noted that did not pertain to the complaint.